Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned on catheter with the distal section of the catheter body cut off and not returned. The rotating suture wings were also missing from the catheter and not returned. It is not known why or when the suture wings were removed. No additional defects or anomalies were observed during examination of the sample. A review of manufacturing records did not yield any relevant findings. The provided instructions direct the user to secure the catheter to the patient using the triangular juncture hub with integral rotating suture wings as the primary suture site. The probable cause of this issue could not be determined without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter was coming out of the left jugular by 6 cm despite the fact that the fin was still fixed to the skin." As a result, the catheter was removed and a new one was inserted.